Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced inaccurate reading through hf sensor. As a result, the sensor was manually recalibrated on website on (B)(6) 2018 where the mean was increased by 13 mmhg. Accurate readings were observed under the manufacturer's patient care network database.

Event description:
Additional information received identified the patient's clinic wanted to confirm the validity of the pressure sensor readings. The sensor was recalibrated on (B)(6) 2018 via echo where the mean was adjusted by 20mmhg. The patient is able to take valid readings.